Event description:
An ultraflex esophageal stent was used during a stent placement procedure in an adult pt in 2007. According to the complainant, "[the] stent was being deployed when [the suture] string became stuck and would not pull any further. Further force was used to try to deploy the remaining few millimeters o[f] the stent. The string snapped as a result with the stent still not fully deployed. Grasping forceps were used to try to finish deployment, but these were unsuccessful. The stent was removed and another 9cm distal-release ultraflex was placed instead. This stent had no problems during deployment." Reportedly, the pt's condition was "stable" following the procedure.

Manufacturer narrative:
The device has been received, but the evaluation has not been completed. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. Reviews of the device history record (DHR) and the complaint trend data are in progress; results will be provided in a follow-up medwatch report.